Manufacturer narrative:
(B)(4). Evaluation: equipment was serviced for its scheduled preventive maintenance on (B)(6) 2011 and no problems were found and system meets all amo specifications. Information on the patient follow up visits has not been provided.

Event description:
Clinical development manager (cdm) from abbott reported that, during an ilse training and surgery certification for a surgeon, he refloated the first os due to epi, fellow practicing surgeon was present for support.